Manufacturer narrative:
The technician found that the brake casters were failing and were rusted. The technician replaced all brake casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the brakes were not working. No patient impact.